Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the lead staple misaligned. The stapler was returned with 32 staples left in the cartridge indicating that at least 3 staples were fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire a staple was made by engaging the trigger of the stapler using hand pressure. After full engagement of the trigger a staple was not formed or released. The stapler was disassembled and upon closer examination the misaligned lead staple would not allow any of the following staples to move into firing position. Several more attempts to fire a staple was initiated by squeezing the trigger with no success. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: the complaint has been confirmed. Probable cause cannot be established. No corrective/preventative actions will be assigned. The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. The lead staple in the returned stapler is misaligned which is preventing the following staples from forming and releasing. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staple to misalign. The stapler was returned with 32 staples left in the cartridge indicating that at least 3 staples were fired by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples were stuck in the stapler during patient use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600256 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples were stuck in the stapler during patient use. The patient's condition was reported as fine.